Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 547mg/dl,318mg/dl,264mg/dl,253mg/dl. Tests were done within <10 mins with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.